Event description:
A continuous cycling peritoneal dialysis (ccpd) pt caregiver called technical support to report drain complication alarms. With technical assistance, the cycler was reset and the treatment was completed. During the call, the caregiver stated that the pt's effluent looked cloudy. Upon follow up with the pt's pd nurse, she stated that the pt is very new to the pd program and did have touch contamination peritonitis as a result of improper aseptic technique. The pt was treated with antibiotics and remains with the ccpd program in stable condition. Pt medical records have been requested but not yet received.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested the pt's medical records but they have not yet been received. A supplemental report will be submitted upon the completion of the manufacturers' device investigation.